Manufacturer narrative:
We received one 746f8 catheter with attached monoject 1.5cc limited volume syringe without the packaging or pressure monitoring device for examination. The reported event of "inconsistent readings" was not confirmed. No fault messages showed up on the laboratory vigilance ii monitor when the catheter was connected. The catheter passed in-vitro calibration on the vigilance ii monitor. The catheter ran cco in 37.0 c water bath on the vigilance ii monitor for 5 minutes with no error. Thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. The eeprom data was found to be normal, both the stored data and the computed data matched. Resistance value of thermal filament circuit was measured and found to be within specification. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage was observed from the catheter body or returned syringe. Lot number was not provided, therefore review of the manufacturing records could not be completed. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time.

Event description:
It was reported that inconsistent co/ci readings were observed; swinging from 0.6 ci to 2.0 ci without other demonstrable hemodynamic variations. The heart rate was consistent 62-71; sbp 90-110; dbp 54-61; temp 36.6-37. The staff are noticing this trend with more than one device but have just brought this issue forward. Troubleshooting includes cable changing; device changing. No new product was placed on the patient. Device was removed in the normal course of patient care. No patient complications were reported.